Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). (B)(4): against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure using a balance middleweight (bmw) universal ii guide wire. The bmw guide wire was advanced into the patient anatomy against resistance and became embedded in the heavily calcified and 80% stenosed mid right coronary artery. The physician pulled on the guide wire to remove; however, the guide wire separated. The separated segment remained in the patient anatomy. An unspecified stent was then advanced to treat the target lesion and a 2.5 x 12 mm non-abbott stent was implanted to pin the guide wire to the vessel wall. There were no adverse patient sequelae and no clinically significant delay. Post procedure, the patient was doing well. No additional information was provided.